Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a battery out limit alarm after the battery was removed. Customer's blood glucose was 315 mg/dl. Customer was hospitalized at time of call. Device was alarming at time of call, customer was unable to troubleshoot. Customer will not be returning the device for analysis.